Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caller regarding a patient. The caller reported that they saw on the news in november that a man had a stimulator, and the wires became loose inside of him, which shocked and paralyzed the man. The caller did not have any further detail regarding the patient. No further complications were reported or anticipated. Indication for use is unknown.